Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a tortuous vessel. During unpacking of a 182cm choice¿ guide wire, it was noted that the guide wire tip was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch. The unit returned has spring tip damaged. The device presents its distal tip kinked and stretched. The outer diameter of the distal tip, middle, and proximal section of the device are all within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a tortuous vessel. During unpacking of a 182cm choice guide wire, it was noted that the guide wire tip was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.